Event description:
False negative result (s). Not reliable for detecting new variants of covid. Could work if you have the original variant. I tested with another at home test and a rapid test at the doctor and those came back positive but this one came back negative.